Event description:
Complainant alleged that the rescue team responded to a call for a pt with asthma. The device brought to the scene got wet on a previous call but still operated appropriately; when attached to this pt, the device failed to power up. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.